Event description:
The clinician reports the implant was inserted on (B)(6) 2006 in ada 12. Details of surgery: ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.